Event description:
The account alleged the side rails would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rails latching components were dirty. The side rails latching components were cleaned by the technician to resolve the issue.